Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 35 months on (B)(6) 2018, 22 months on (B)(6) 2018, 11 months on (B)(6) 2018. During the follow-up on (B)(6) 2018, the recommended replacement time (rrt), previously known as elective replacement indicator (eri) was reached. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 35 months on (B)(6) 2018, 22 months on (B)(6) 2018, 11 months on (B)(6) 2018. During the follow-up on (B)(6) 2018, the recommended replacement time (rrt), previously known as elective replacement indicator (eri) was reached. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).